Event description:
It was reported device embolization occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 35 mm watchman flx pro laa closure device and delivery system (wds) were selected for use. The device was released using intracardiac echo (ice) imaging. The patient was extubated but started coughing. After several minutes of coughing the patient blood pressure dropped but remained stable. Additional imaging showed the closure device had embolized, causing the device to sit on the mitral valve. The physician decided to take the patient in for open heart surgery for explant as snaring could cause damage to the mitral valve. The patient was admitted the hospital. No further complications were reported.